Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: corroded connector/ coupler. A root cause could not be identified. The most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had rust inside the camera head. The issue occurred during reprocessing. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to add additional information from final investigation. Updated field: h4 and h6. In addition, the following reportable malfunctions were identified during the device evaluation: corroded video adapter. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: traced to component failure olympus will continue to monitor field performance for this device.